Event description:
Device showed over 80 percent battery remaining prior to an MRI scan and eos status when patient came out of the scanner. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Event description:
Device showed over 80 percent battery remaining prior to an MRI scan and eos status when patient came out of the scanner. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2022. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eos battery status. Eos was detected on (B)(6), 2022 at 14:43 h. The data further showed a detection of strong magnetic fields at 14:20 h, 23 minutes before the eos detection. It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, might have led to the clinical observation. The data documented that the MRI mode of the device was not activated. Please note, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module can not be excluded. Should additional relevant information or the device itself become available, this investigation will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2022. Upon receipt, the device interrogation revealed the eos battery status, 13 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channel of episode 18, recorded on february 09, 2022. The frequency and morphology of the sensed signals of the episode from february 09, 2022 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. The inspection confirmed the eos battery status, detected on february 09, 2022 at 02:43 pm. The data further showed a detection of strong magnetic fields at 02:20 pm, 23 minutes before the eos detection, which is consistent with the MRI scan reported in the event description. Analysis confirmed that the MRI mode was not activated on february 09, 2022. The eos status was removed with a technical programmer and subsequent interrogation showed the device status mos1. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, it cannot be excluded that the eos status resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.